Manufacturer narrative:
The reagent lot number and expiration date were not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable results from the cobas c 703 analytical unit. Data for one sample tested for rheumatoid factors ii was provided. The initial result was 16.9 iu/ml. The repeat results were 27.5 iu/ml, 13.3 iu/ml, and 14 iu/ml. The questionable results were not reported outside of the laboratory.